Manufacturer narrative:
The returned product was confirmed to be the product reported in the complaint. During visual inspection, it was noted that the catheter tip was broken/fractured and the ro marker was detached. Functional inspection was not performed as visual inspection results proved sufficient for analysis. Due to the automated manufacturing execution system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was returned for analysis and reported defects were confirmed. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use and there was no damage noted to the packaging prior to opening the packaging. Also additional information provided by the customer indicated that the device was in good condition prior to use. The catheter would not have left the manufacturing process in the returned condition due to the controls in place in the manufacturing process. During analysis, the catheter tip was found broken and the two markers were detached. The catheter tip may have become detached due to some anatomical or procedural factors during the procedure. Both the as reported and as analyzed events of ro marker(s) detached/separated/not visible under fluoroscopy and catheter tip broken/fractured during use will be assigned procedural factors as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported during a cerebral aneurysm coiling case after delivering the catheter (subject device) into the vessel, the ro marker was not visible under fluoroscopy. The device was removed and replaced. The procedure was completed successfully with no clinical consequences to the patient. Additional information received on 04-oct-2022 stated the catheter tip was also fractured.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported during a cerebral aneurysm coiling case after delivering the catheter (subject device) into the vessel, the ro marker was not visible under fluoroscopy. The device was removed and replaced. The procedure was completed successfully with no clinical consequences to the patient.